Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator could not be monitored remotely via merlin.net transmission. The patient was brought into clinic for further investigation. The device could not be interrogated via radio frequency. A device download was performed and resumed normal functions. The device interrogated successfully. The patient would be continued to be monitored.